Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage and keypad trace. No button error alarm noted during testing. The following cosmetic damage was noted: cracked case near the display window corner, minor scratches on the lcd window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated that at the time of the incident she was washing dishes and noticed that her pump was not working and received button error. Customer's blood glucose was 167 mg/dl at the time of incident and troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.